Event description:
When abdomen insufflated prior to insertion of device, physician noticed a small bowel and omentum vessel tear. Surgeon proceeded to place two ports and continue surgery. Pt vitals deteriorated and procedure converted to open. Surgeon reported a retro peritoneal hematoma and noticed a large tear in the abdominal aorta distal to the ima. Vessel repair and cholecystectomy completed. Pt developed renal failure, ards, metabolic acidosis, and hepatic failure. Pt expired 21 days post-op.